Event description:
It was reported that this patient experienced withdrawal symptoms, including itching to the abdomen, five to six years ago. A catheter issue was found. This device system delivered baclofen. Additional information was requested to verify further details to the event including troubleshooting, resolution and patient status. However, no further information was available as the reporter could not remember the specific patient. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).